Manufacturer narrative:
A field service engineer fse was not dispatched, customer reported sampling issues from bypas system, customer reran sample thru normal analyzer sampling mode, no issues seen, no further action required by field service. The most probable cause of the reported event was due to tip box was not properly seated. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported sample loader issue with their aia-2000 analyzer. .a field service engineer (fse) was dispatched on (B)(6) 2015 to address the reported event, which resulted in delay in reporting of patient results.there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results